Event description:
The hospital reports to co that the soft "y" is splitting after the unit is chilled and the clamp applied. The product was changed out during the case. There has been no pt injury. An MDR report has been filed by the customer.